Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. A repeat of the same sample was negative. The patient had a cardiac catheterization performed. It is unknown if patient treatment was otherwise altered or prescribed on the basis of the falsely elevated result. There was no report of adverse health consequences as a result of the falsely elevated troponin I result or catheterization.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is hm module contamination. A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site and performed appropriate decontamination procedures including replacement of the hm pump cassettes. The instrument is performing within specifications. No further evaluation of the device is required.